Event description:
The dr claims that after the graft was declamped at the proximal anastomosis, it leaked blood (quantity unk at this time) for approx 45 mins due to the heparinization of the pt (2.5i). There was no injury or complication to the pt. In 2001, the co learned and/or confirmed the following: the bleedng occurred throughout the graft. 2.5 liters of blood were lost through the graft walls. The pt received a blood transfusion. The bleeding stopped after 45 minutes by natural hemostasis (coagulation). The graft was implanted for an abdominal aortic aneurysm procedure. The graft was left in. The pt was transferred to the ICU. The pt post-operative condition was ok. The pt is well today, with no clinical consequences.